Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider reported that the handpiece was not irrigating and cooling properly during the procedure. There was also an excessive heat. There was no delay in the procedure. There was no patient impact.

Manufacturer narrative:
Analysis found that the drill motor stalled and the collet was corroded. The device was not operational to conduct pre-repair tests. If information is provided in the future, a supplemental report will be issued.